Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent modified anterior repair on (B)(6) 2011 due to sui. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.